Event description:
It was reported that a clearlink system non-dehp solution set leaked from the y-site closest to the drip chamber of the tubing. This occurred while compounding decitabine after the drug was injected into the bag and line was primed. Approximately 1-2ml of decitabine leaked out. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water testing was performed, and it was noted that there was a leak in the glad of the second y-site clearlink. Priming was performed, and a leak was observed at the gland of the second y-site clearlink. An autopsy was performed in the second y-site clearlink, and it was observed that the gland was pressed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.